Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 5fr s/l powerpicc catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. Curved shape memory was observed along the length of the catheter. Deformation and permanent kink impressions were observed along the extension tubes. The extension tubing markings were completely worn. A partially circumferential split was observed at the red luer/tubing joint. Tactile inspection of the sample revealed tensile weakness throughout both extension tubes. Microscopic inspection of the split revealed a dully granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. The fracture features were consistent with damage accumulation through flexural fatigue. Such damage occurs due to repetitive mechanical stresses such as kinking and twisting gradually form a crack in the extension tube material. The location of the damage suggested that access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "IV nurse called to investigate patient's PICC as unit nurses found it to be leaking. IV nurse found PICC to be leaking upon flushing at the area between hub of catheter and extension leg. PICC removed from patient. No apparent adverse effects on patient but will require a new insertion if treatment is still required." Add info rcvd (B)(6) 2021: placement date (B)(6) 2021. Explant date: (B)(6) 2021. Placement info: bedside using sr8 3cg. What type of catheter securement was utilized: tegaderm 1685 dressing.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew4270 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "IV nurse called to investigate patient's PICC as unit nurses found it to be leaking. IV nurse found PICC to be leaking upon flushing at the area between hub of catheter and extension leg. PICC removed from patient. No apparent adverse effects on patient but will require a new insertion if treatment is still required." Add info rcvd (B)(6) 2021: placement date (B)(6) 2021 explant date: (B)(6) 2021 placement info: bedside using sr8 3cg, what type of catheter securement was utilized: tegaderm 1685 dressing.